Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system powered down when site was about to start a case. Rebooting the system three times resolved the issue and the site were able to perform registration. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.